Manufacturer narrative:
The customer¿s experience with returned pcu having a burning smell was not confirmed or replicated. However, a system malfunction believed associated to the incident, was identified on (B)(6) 2018 at 3:49:19 pm. An error was noted after the malfunction, recorded as error code 120.6170 in the logs. Error code 120.6170 is listed in the technical service manual for alaris pcu/pump module as 120 (power supply processor safety system); 6170 (charger battery temp too high failure). A review of the logs confirmed the system was connected to ac power and infused for approximately 7 minutes prior to the error event. A minute after the error, the system was placed on dc power, indicative of the events described in the complaint. Based on battery run time test results, installed non bd battery is failing, showing out of specification, suspected to have produced the error condition at the time of the reported incident. The error induced by the system malfunction is noted in the technical service manual attributed by a battery not charging and compartment temperature being too high. The customer¿s battery condition is indicative of the battery not charging as designed which may have attributed to an increase temperature. It is recommended that the battery is replaced with a bd manufactured battery to address the non-conformity. Risk assessment: per product risk assessment document 0207-002-000-swi, no ra is deemed necessary. CAPA: n/a a review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that the device was returned from an unknown nursing unit, with a tag stating "burning smell," with no other information on the tag. The biomed stated it had been cleaned on the nursing unit prior to the user turning on the device. Biomed inspected the unit, and no fluid around or at seams of the device was observed upon receipt in biomed. He turned on the unit using ac power, and smelled something burning after about 5 minutes in operation, but denied observing any spark, smoke or flame. No patient involvement was reported. The last pm cycle was (B)(6) 2017, and at the time, the battery was replaced with a 3rd party battery.